Event description:
It was reported by b braun medical, a distributor, that at a hospital "during a surgical procedure, the device did not electrically activate and they were not able to cauterize the surgical site." No other information was provided. No patient injury was reported.